Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# v002348, implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: lead.

Event description:
The patient reported that the reason for replacement was that the lead was pushing up against the spinal cord in 2015. She kept saying that something was wrong. At that time the patient only had one program, not four, and then changed doctors. She went to the hospital and they replaced the lead and battery and since then it was ok. The patient's indication(s) for use were gastrointestinal/pelvic floor. Refer to manufacturing report #3004209178-2016-18073 as the first system was removed due to the same reason.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.